Event description:
The reporter indicated that a 13.2mm vicm5_13.2 implantable collamer lens of -11.50 diopter was implanted into the patient's left eye (os) on (B)(6) 2023. Observation of lens dislocaion/subluxation and decrease visual acuity was reported. Lens remains implanted. Cause of event was unknown. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Manufacturer narrative:
B5 - the lens was repositioned on (B)(6) 2023. This resolved the problem. No injury reported. Claim #(B)(4).